Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with a pacemaker. Technical services reviewed the stored atrial tachy response (atr) episode and found there was far-field oversensing and noted all other episodes were true atrial fibrillation (af). At this time, the device remains in service. No adverse patient effects were reported.